Event description:
It was reported that a medfusion¿ medfusion® 3500 syringe pump. No patient involvement or injury was reported.

Manufacturer narrative:
One smiths medical medfusion® 3500 syringe pump was returned for analysis. Upon visual inspection the right plunger case was cracked and the battery door was cracked. A motor rate error was noted in the device history log. Run motor drive and occlusion tests were run with inability to duplicate the complaint by passing the tests. Based on the evidence, the root cause could not be determined.